Manufacturer narrative:
The marathon micro catheter was returned without a dispenser coil. The marathon micro catheter was decontaminated. The marathon catheter was measured to be within specification. No issues were found with the marathon hub. The marathon body was found to have a kink at the distal end. No damages or irregularities were found with the distal tip or marker band. The marathon micro catheter was flushed and found to be occluded. An in-house mandrel was inserted through the marathon catheter hub and resistance was encountered at the hub. However, the mandrel was able to pass through the hub with manipulation and the mandrel passed through the lumen where resistance was again encountered. Blood was observed squirting out of a hole on the catheter body near the distal end. The mandrel became stuck at around the location of the leak. Under vis, the hole was observed to be a rupture on the catheter with the braid not exposed. The mandrel was then inserted from the distal end and it became stuck at ~9.0cm, which is about where the kink was found. No other anomalies were observed. Possible causes for the rupture are: injection when the distal portion of the catheter is kinked, prolapsed or occluded, wrong type of syringe used with saline/contrast, or use of power injector. However, the cause is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the non-medtronic guidewire could not be inserted into the microcatheter during embolization treatment of an arteriovenous malformation procedure. The patient¿s vasculature was moderate in tortuosity. The devices were prepared/hydrated as indicated per the IFU, the coil was able to be pushed smoothly from the introducer sheath. There was no damage to the catheter or coil system. No information was available regarding patient's anatomy.